Manufacturer narrative:
Reporting become aware date was updated. Investigation including root cause analysis is in progress.

Event description:
It was stated that cadd legacy pump experienced error code 1660. There was no reported patient involvement.

Manufacturer narrative:
B3. Date of event was unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.